Event description:
It was reported that loss of capture was observed on the device. The device was reprogrammed to resolve the event; the patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported that high capture threshold was observed on the device. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.